Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the a guide catheter with no aide holes was chosen to be used. A cook needle was used to puncture side holes into the guide catheter. While advancing the 3.0 x 18 mm promus stent delivery system (sds) down the guide catheter, the stent hung up on debris from the punctured side holes, and dislodged form the sds. As the sds entered the vessel, it was noticed that there was no stent on the balloon, and the guide catheter and sds were removed as a single unit. The dislodged stent never entered the vessel. There were no patient effects reported. No additional event or patient information is available. (B) (4).

Manufacturer narrative:
(B) (4). Difficulties positioning the sds through the guide catheter may be related to factors including, but not limited to, damage to the guide catheter. Factors that can affect stent dislodgement includes, but is not limited to, interaction with other devices. In this case, since it was reported that the stent got caught up on some of the debris in the guide catheter after side holes were punctured in it with a cook needle, this interaction appears to have contributed to the difficulties experienced. It is likely that the debris caused the reported difficulty advancing the sds through the guide catheter, such that the stent became disrupted on the balloon, thus facilitating stent dislodgement upon removal of the sds.